Manufacturer narrative:
A kink was observed on the exposed portion of the soft cannula. Investigation found that the kink seen on the cannula did not prevent fluid from exiting the device. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. Fluid path test was conducted and fluid was able to exit the distal tip of the cannula with no deviations. No issues were found that would contribute to leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 1 and 4 hours. The pod¿s cannula was found kinked, while wearing it on the arm. For treatment, the parent changed out the pod and gave a correction bolus. The ketones were not checked.